Event description:
It was reported that at the time of intake there was no alleged product deficiencies. No patient complications have been reported as a result of this event. Additional information received stating that the distal bearings were found seized upon evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that it was not possible to insert/lock the bur in the attachment. The likely cause of failure was due to distal bearings being seized. It was also noted that the tube was damaged, chipped and the dial was found damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.